Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that high capture threshold was observed during the lead revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up when oversensing and low impedance was observed on the lead. The lead was subsequently capped. The patient condition was fine.